Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-06586, 2938836-2019-06588, 2938836-2019-06590. It was reported that the patient was in the intensive care unit because of syncope. Loss of capture was observed via electrogram on the rv and lv leads. Several records of auto-mode switch (ams) also showed far field r-wave oversensing. Programming changes were made to address all these issues.